Event description:
Updated summary: the customer was not treated with IV drip for hyperglycemia and not experienced diabetic ketoacidosis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section h6- health effect - clinical code & health effect - impact codes (1905 & 4644; 2364 & 4614; 2364 & 4613; 2364 & 4644) removed with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that patient was hospitalized for diabetic ketoacidosis (dka) with a blood glucose of 450 mg/dl. The event involved product(s) mmt-397a, mmt-1884, mmt-332a. Troubleshooting was performed and patient was using an insulin pump but was not wearing a sensor at the time. Hospital treatment included IV drip without insulin; no other prescription medications were involved. Symptoms at admission included confusion, vision changes, extremity pain/cramps, increased thirst, shortness of breath, and abdominal pain. The patient was admitted to the emergency medical services for less than 24 hours. Ketone testing was performed, but results were not available. No further patient complications were reported. Mmt-397a, mmt-1884, mmt-332a were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.